Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) review cannot be conducted because no asset information was provided by the customer. Since the serial number is unknown, the full UDI number cannot be provided. (B)(4).

Event description:
It was reported that a (B)(6) female patient, underwent a paroxysmal atrial fibrillation procedure with a stockert ep-shuttle radio frequency generator and 18 days after the procedure, patient presented 38 degrees fever with chest and back pain which required chest computed tomography who showed an esophageal perforation at the level of left atrium with pericardial effusion and mediastinal air. Pericardiocentesis was performed and medication administered. The patient¿s medical history is unknown. The esophageal fistula was repaired and patient was reported to fully recover at the time the complaint was reported. Settings during the event include: power of 25 watts with 30 second duration, monitoring of esophageal temperature and cold water infusion through gastric tube for esophageal cooling. The awareness date for this record is (B)(6) 2015 because the information was got by the conference presentation at the annual meeting of the (B)(6)

Manufacturer narrative:
(B)(4). It was reported that a (B)(6) female patient, underwent a paroxysmal atrial fibrillation procedure with a stockert ep-shuttle radio frequency generator and 18 days after the procedure, patient presented 38 degrees fever with chest and back pain which required chest computed tomography who showed an esophageal perforation at the level of left atrium with pericardial effusion and mediastinal air. Pericardiocentesis was performed and medication administered. The patient¿s medical history is unknown. The esophageal fistula was repaired and patient was reported to fully recover at the time the complaint was reported. Settings during the event include: power of 25 watts with 30 second duration, monitoring of esophageal temperature and cold water infusion through gastric tube for esophageal cooling. The device history record (DHR) review cannot be conducted because no serial number was provided by the customer. The investigational analysis has been completed. Repair follow-up was performed and service was declined. The system does not need repair.